Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B06098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain. In (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced cutaneous lupus erythematosus ("discoid lupus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), menorrhagia ("bleeding (heavy menstrual)"), alopecia ("hair loss"), fatigue ("fatigue") and pruritus ("itching") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (laparoscopic assisted total vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract disorder, menorrhagia, alopecia, fatigue, uterine leiomyoma, pruritus and cutaneous lupus erythematosus outcome was unknown. The reporter considered alopecia, cutaneous lupus erythematosus, fatigue, menorrhagia, pelvic pain, pruritus, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: it was reported that 3 coils from right tubal ostia, 3 coils from left tubal ostia. It was also repoted that uterus including cervix and both fallopian tubes (with the essure in the fallopian tubes). Lot number: b06098, manufacturing date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B06098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain. In (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced cutaneous lupus erythematosus ("discoid lupus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), menorrhagia ("bleeding (heavy menstrual)"), alopecia ("hair loss"), fatigue ("fatigue") and pruritus ("itching") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (laparoscopic assisted total vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract disorder, menorrhagia, alopecia, fatigue, uterine leiomyoma, pruritus and cutaneous lupus erythematosus outcome was unknown. The reporter considered alopecia, cutaneous lupus erythematosus, fatigue, menorrhagia, pelvic pain, pruritus, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: it was reported that 3 coils from right tubal ostia, 3 coils from left tubal ostia. It was also reported that uterus including cervix and both fallopian tubes (with the essure in the fallopian tubes). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.